Event description:
It was reported that the 9800 system would intermittently re-boot on its own. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The power cord and backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.